Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric . (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: the lens was returned in liquid and a piece of a haptic plate was torn off and missing. (B)(4).

Event description:
The reporter stated the trailing haptic of the cc4204a collamer single piece lens got caught and tore during insertion. The lens was removed and the backup lens was implanted without any patient injury. The reporter stated the event was caused by a loading error.